Event description:
The customer called in to report stopping lows so they were more stable. Customer reported problems finding insertion sites since he is very skinny and insertions have been very difficult. Blood glucose level was 230 mg/dl at time of reporting. Customer had been hospitalized due to diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.